Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pump was noisy. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.